Manufacturer narrative:
(B)(4). We received 2 used (filled with approximately 20 ml) easypump ii lt 60-30-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamps are closed and the patient connectors was not closed (the original wing caps were not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the 2 samples. Additionally the 2 pumps were filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After waiting for a while the 2 pumps did not work (solution was not running). Then the 2 pumps were squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the 2 pumps did not work (solution was not running). Leakages were not detected at the received samples. The 2 received samples are not within our specifications. We have informed our manufacturer accordingly. Statement: we received 2 used, filled easypump ii lt 60-30-s without packaging. Sample contaminated with cytotoxic drug. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no infusion or incomplete infusion. Drug: 5fu.